Event description:
The patient called lifescan on 11/05/04 alleging that the meter was set to the incorrect unit of measurement. The patient contacted a medical professional for advice and did not receive any treatment. Meter was previously set to the correct unit of measurement and the patient did not recently change the unit of measurement in the meter settings. Customer service assisted the patient in setting the meter back to mg/dl. This case is reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the patient accidentally changing the settings.